Manufacturer narrative:
H6: the broken patient circuit was returned to ventec. Section d4 for model #, catalog # and lot #, have been updated, accordingly. Ventec reviewed historical complaint data related to broken circuit bond joints and initiated an investigation to determine root cause and identify any further actions to correct the issue and prevent recurrence. It was observed that complaints reporting broken circuits were primarily heated circuits of the non-over molded design. Patient circuits that were in ventec's complaint retention which had previously been reported as having broken bond joints were evaluated by ventec. The ventec engineering team reviewed expected use cases, materials, and conducted additional testing to understand potential root causes and contributing factors. The investigation determined that the root cause of the reported issue was potential degradation of loctite 4601 strength in the polycarbonate/polypropylene connection due to high temperature and near saturation humidity conditions. Ventec had changed the design of the patient circuit to an over-molded connection back in 2020 and is currently being implemented. Ventec also conducted a risk assessment based on reasonably foreseeable sequence of events. That risk assessment concluded overall risk is within acceptable limits. If the glue bond were to break during usage, the vocsn system has leak detection mitigations such as the patient circuit disconnect alarm, low inspiratory pressure alarm, and low minute volume alarm to alert the patient, caregiver and/or medical personnel.

Event description:
It was reported to ventec that the device was displaying a "patient circuit disconnected" alarm. The patient's family observed that the valve came off of the patient circuit (heated, passive) prior to the alarm. There was patient involvement associated with the reported event; however, there was no patient harm as a result of the reported issue. No further details about the patient were provided. Additionally, the initial reporter did not provide the device's serial number.

Manufacturer narrative:
The device was not returned to ventec for evaluation. The distributor has returned to the patient circuit used during the event for evaluation. Ventec will perform an evaluation of the patient circuit. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.